Manufacturer narrative:
Additional information was received on 9/25/2018. The patient fully recovered from the replacement surgery with no residual effects. The evaluation of the returned device was completed by the failure analysis lab on 10/12/2018. Device evaluation summary: it was reported that a 49-year-old caucasian female underwent primary breast augmentation with a style 2700 250cc textured mentor saline prosthesis. On (B)(6) 2018 right sided deflation was diagnosed through mammography. Upon receipt by mentor, two devices arrived. Device a returned without fluid. No foreign material was observed within the device. Red and white material was observed on the shell surface. Upon visual examination, the device appears intact. Device b presented red, white and yellow material on the shell surface. Upon initial inspection, the device was also intact. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. The complaint was not confirmed. At this point it is not possible to determine the root cause of the red, white and yellow material found on the devices. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: style 2700 250cc textured mentor saline prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with a style 2700 250cc textured mentor saline prosthesis. On (B)(6) 2018 right sided deflation was diagnosed through mammography. As a result, bilateral prosthesis replacement with mentor smooth round high profile 425cc saline prostheses was performed on (B)(6) 2018.